Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, the auto capture settings misdiagnosed the loss of capture on right ventricular channel causing device to deliver the backup pace. The patient found to be in ventricular tachycardia (vt) immediately after the backup pace. Programming changes were made to resolve the issue. The patient was fine and did not experience any adverse consequences.